Event description:
It was reported that the insulin pump was devoured by the customer's dog. The blood glucose reading was 160 mg/dl. The customer stated that the physical damage to the device included teeth marks and an unresponsive act button. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent response, due to dog chew marks on keypad trace. Insulin pump had dog chew marks on lcd window and on case.